Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. The system logs are not available for review.

Event description:
It was reported that towards the end an ion endoluminal lung biopsy procedure, the patient experienced bleeding. The source of bleeding was from a large vessel near the target nodule. It was believed that the cot was removed during the bronchoalveolar lavage, which was performed after the biopsy. The bleeding site was addressed with embolization by interventional radiology and the patient was admitted. The physician believed that the bleeding was not ion related and it would have likely occurred via another modality. There was no device malfunction associated with the event. The ion endoluminal lung biopsy procedure was completed as planned.